Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing, and the right ventricular (rv) lead exhibited post-pace t-wave oversensing (twos) in both the atrial refractory and blanking periods. The leads remain in use. No patient complications have been reported as a result of this event.